Event description:
It was reported that a spectrum pump constantly displayed a door not fully latched message. It was reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec w/respect to the door not fully latched messages, which were reproduced when trying to run a loaded IV set. The messages were found to be caused by a loose mechanical screw. The door latches close, but with excessive force being required to close door. The screw were replaced.